Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of an unspecified procedure, the piece of the slit came off halfway, and the rubber fragment from the biopsy valve fell into the bronchus. The fallen item was retrieved via suction without any change to the patient's condition. As the procedure was nearing the end, the procedure was completed without replacing the device based on the physician's judgement. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm.